Event description:
It was reported that a catheter issue occurred. The patient presented with peripheral artery disease. Pedal access up and over tibial access was used. An opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion over a non-boston scientific wire. Upon pullback, wire wrap occurred, and the device was removed. The procedure was completed successfully. There were no patient complications.